Event description:
Customer stated her husband had received a high reading of 279mg/dl on their adc meter and speaking incoherently, "bumping into walls, and falling". Customer denied loss of consciousness or seizure. Paramedics were called and received an hcp meter result of 60mg/dl. According to customer's wife, the paramedics may have given the customer "some kind of medication" and he was transported to a local hospital. Customer was diagnosed with hypoglycemia; however, no specific treatment was reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. Although the test strips have been discarded by the customer, the meter has been requested back for investigation, and a final report will be submitted if the meter is returned and the investigation is complete.